Event description:
It was reported that pump displayed recurring malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced with device containing updated software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.